Event description:
It was reported there was an attempt to implant the left ventricular lead but the patient's anatomy was too small to "accommodate and fix" the lead in a stable position. The lead was not used and another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).